Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the product for this info complaint was not returned to the manufacturing site, the investigation is based solely on the information and investigation provided by the customer and the olympus service sales business center. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by wear and tear, frequent use and lack of maintenance, and poor reconditioning. A defective sealing ring is very likely to lead to leakage on the inner shaft. Olympus will continue to monitor field performance for this device.